Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shocking lead impedance measurements on this implantable cardioverter defibrillator (ICD) were high and out of range. Boston scientific technical services (ts) recommended lead replacement. This lead remains in service. No adverse patient effects were reported.

Event description:
Additonal information indicates that this lead was surgically abandoned. No additional adverse patient effects were reported.